Event description:
It was reported that the right atrial (ra) lead would not consistently sense "p" waves at the lowest sensitivity. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b ipg, implanted: (B)(6) 2004; 4968-35 lead, implanted: (B)(6) 2012. (B)(4).